Event description:
It was reported that the customer was hospitalized for hyperglycemia. Prior to the event, the customer stated that an alarm occurred and continued to change out the set each time the alarm occurred. The md determined it was an issue with the pump and possible infection. Although, the infection test results were negative, it was confirmed that the programming and histories were accurate. Troubleshooting was done and the pump passed the functional tests.